Event description:
A surgeon reported that the light and sight spots were diffuse at the end of the endoilluminated laser probe during a vitreoretinal surgery. The laser intensity had to be doubled to obtain p=220mw. Per surgeon, the sight spot was abnormally big and did not allow a good sight. They had to turn off the light and the procedure was completed with the same probe without any patient impact.

Manufacturer narrative:
Evaluation summary: a review of the manufacturing did not reveal any related non-conformity during manufacturing for this product. The product met specifications at the time of release. A 25 ga illuminated flexible curved laser probe was received for evaluation. A visual assessment of the returned sample showed no obvious nonconformities. The laser probe was connected to a calibrated system to test the illuminator functionality. The illumination was found to be operating as intended. The laser probe was then connected to a calibrated system to test the laser. The laser energy was found to be within specification. The product was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively.

Manufacturer narrative:
A company representative received the sample which is in transit to the manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.